Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken conductor wire, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley: the instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Thermal damage was observed near grip tips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument coagulation did not work. The procedure was completed with no reported injury.